Event description:
Asr revision to take place on (B)(6) 2015. Asr xl - left. Reason(s) for revision: component loosening (querying). Update 04 mar 2015 confirmation received from (B)(6). Component loose was the stem ((B)(6) 2015). Update scf, product stickers, radiological reports and blood reports received 10 mar 2015 additional reasons for revision: pain ((B)(6) 2015)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.